Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples were received for evaluation. A complaint history check revealed no similar incidents for reported lot number 6252915. Conclusion: without a sample, bd was not able to confirm the reported issue and an absolute root cause could not be identified. (B)(4).

Event description:
The IV room technicians complained that this lot (6252915) of 20 ml bd syringes with bd luer-lok¿ tip made pulling medication much more difficult, and not so easy to glide as with previous lots.